Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, on (B)(6) 2011. The upper layers of the membrane were then removed in order to inspect the on button with some contamination observed around the edges of the membrane and under the contacts of the on button. The investigation was unable to replicate the reported fault however, contamination was observed under the on button which could have resulted in the device switching on automatically and contributed to the ten minute manual power ups recorded in the history log. This would indicate the device was stored in adverse environmental conditions.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved. Device observed switching on automatically.